Event description:
The customer reported that after sealing, bleeding was seen from the sealed areas. The site was unable to verify if an end tone or a regrasp alert was heard at the time of sealing. Another device was used to seal the vessels. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.